Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The doctor reported using a catheter about a week ago and said he noticed pressure while trying to use it. When he checked it, he noticed the end of the catheter was blocked.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
The doctor reported using a catheter about a week ago and said he noticed pressure while trying to use it. When he checked it, he noticed the end of the catheter was blocked.